Manufacturer narrative:
(B)(4).

Event description:
Please refer to voluntary medwatch report number (B)(4) submitted by the customer. The customer stated that a staff member was using the accu-chek safe-t-pro device to perform a routine blood glucose test. Following use, the staff member pressed the end button and picked up the device by wrapping it inside of a glove. Because the device was inside the used glove, the staff member did not realize that the lancet had failed to retract. The staff member received a needle puncture to her hand. The customer has been contacted to obtain additional information, but no information could be provided. It was asked, but it is not known if the patient was adversely affected. No adverse events were alleged. No product will be returned for investigation.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. No product was returned for investigation. There was no information provided that would point to a cause for the lancet to not retract.